Event description:
Lead explanted due to low impedances and lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin. The proximal and distal fragments were returned for analysis. The medial fragment (approximately 8 cm length) was not received. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. Calcified appearing tissue residuals were found along the distal fragment, which had impact on the maneuverability of the lead and led to excessive mechanical stress. The calficiation is assumed to be the root cause of the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.